Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
The procedure was performed to treat a lesion in the ostium of the left anterior descending artery and the left main artery. The handle of the plus 30 indeflator broke inside the chamber while attempting to deflate an unspecified balloon catheter. A syringe was used to deflate the balloon. The procedure was successfully completed with a new indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Broken devices can be a result of, but not limited to, manufacturing, mishandling, or external force applied to the device (tapping indeflator to clear air bubbles, strong twisting during inflation/deflation). It is possible that inadvertent mishandling and/or an excessive amount of force was applied to the device while attempting to deflate resulting in the reported break; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.